Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler instrument to perform failure analysis (fa) investigations. Visual inspection found that the I-beam was broken off from the track which caused the jaw to not close and the instrument was unable to be tested for a firing failure. The distal insert was placed into the instrument jaws, the I-beam was extended, and the instrument was inspected for damage; there were no lodged staples found. The instrument was compared to an in-house golden sureform 45 stapler instrument and the I-beam shoe was found to be broken on the channel side with broken pieces found inside of the I-beam track. Advanced fa investigations partially confirmed initial fa, and reviewed the instrument logs, which showed all fires as successfully completed; however, a firing failure was replicated with this stapler in-house. During testing the instrument was installed on an in-house system and successfully engaged and initialized. The instrument was clamped successfully, per the system, however the jaws were observed to remain open and would not close when commanded, which is a result of the broken I-beam. The stapler was then fired to determine if the system would flag the firing as a failure. Despite the knife stopping travel at approximately 50% forward progress, and no staples being formed from the lack of jaw closure, the system did not detect the failure. Based on this result, successful completion of the firings in the procedure logs cannot be fully trusted. It is reasonable to assume the customer complaint was replicated. Advanced fa also confirmed initial fa in regards to the broken I-beam shoe on the channel side of the jaws. The break surfaces of the I-beam and fragments retained were noted to be granular and rough, which is an indication of potential hydrogen embrittlement. Component history confirms this I-beam was manufactured by lisi, prior to the implementation of a post-bake of the material as part of the manufacturing process. Evidence suggests that the I-beam break was likely caused by hydrogen embrittlement, which can occur during processing, weakening the internal integrity of the metal. A process step has since been implemented in manufacturing as the result of previous I-beam breaks due to hydrogen embrittlement. Potential for fragments falling into the patient is marked no, as the break is located on the channel side of the jaws, and any fragments would be contained by the reload during firing, and until removal while - 1 - outside of the patient. In this case, the fragments were located during analysis. There was no other damage to components observed. The broken I-beam will be attributed to supplier manufacturing. Although the firing failure could not be confirmed through log review, the failure was confirmed through replication of the failure mode during in-house testing. Isi also received the sureform 45 black reload accessory to perform fa. The reload was returned used and fired. Visual inspection found there were two staples lodged in between the cut line, wedged in front of the knife, which can prevent the blade from progressing through the full firing trajectory. The reload was also found to have physical damage to the cartridge, located at the site of the lodged staples. There were also two staples found seated on top of the pushers. The reload cover was removed and there was no damage found to the pushers or cover; however, the knife blade was damaged and found to have mechanical indentations.

Manufacturer narrative:
Advanced failure analysis investigations for the reload reviewed the instrument logs which showed all fires as successfully completed; however, force values indicate potential high loads on the stapler used. Visual inspection of the reload shows that all pushers were deployed throughout the entire length of the reload; however, lodged staples were found around the blade's final position. The cartridge knife slot shows various skive marks along the length of the reload, which begin near the proximal end and are most severe at the distal end. Skiving is likely a result of loose staples being dragged across the reload surface by the knife and is supported by the observation of lodged staples during initial failure analysis investigations. The knife does exhibit minor damage to cutting edge just below the midpoint and near the top of the blade. Based on inspection of the sureform 45 stapler instrument fa, the lodged staples are likely caused by the broken I-beam flange on the channel side. Broken I-beam flange would result in grips being partially open during firing, resulting in unformed staples. The I-beam breakage was determined to be the result of hydrogen embrittlement, which weakens the I-beam material, making it more susceptible to fracture under high loads. The root cause for the findings on the reload is non-device related factors, as it was determined that the condition of the I-beam likely contributed to the damages observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, a sureform 45 stapler instrument was used to fire a black sureform 45 reload. Lung tissue was cut but the staples were unformed. The surgeon stated the event occurred while stapling the lung parenchyma and the patient's lung tissue was very fibrotic and thick. The staples that were deployed were all unformed, and in a "u" shape. The amount of bleeding was negligible. The stapler was removed and replaced by a backup stapler instrument with another black stapler reload. The surgeon had to resect 1cm of additional tissue. The procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has received the black sureform 45 reload and sureform 45 stapler instrument that were used during this reported event. However, as of the date of this report, the failure analysis evaluation has not been completed. A log review showed the sureform 45 stapler instrument, was installed on the system 5 times and fired 4 black reloads. On install 1, all clamps were successful, and the firing was completed with 1 pause for compression. On install 2, the first 3 clamp attempts were aborted by the user, with completion percentages ranging from approximately 56% completion to approximately 62% completion. The 4th and 5th clamp attempts were both successful, and the firing was completed with 4 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 5-6 pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. On install 5, no clamping or firing was completed. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the logs. A review of 2 provided images of the event was performed by an isi clinical development engineer (cde). Per the cde, the images showed unformed staples laying on top of lung tissue. Also seen, is blood on the lung tissue near the staple line, however it is unclear if the blood was due to the staple fire.